Event description:
A nurse reported that during assessment a patients peripherally inserted central catheter (PICC) line dressing noted to be saturated with fluid and lifting. Upon closer inspection fluid leaking at connection between PICC line hub and extension tubing. Tubing adequately tightened. The tubing was changed to try and resolve issue but persistently leaking when flushed with ns and slowly beading and dripping from hub. Hub of PICC line noted to not be perfectly round but more oval shaped. Date implanted: (B)(6) 2025. Would need to replace PICC line to fully rectify issue. Level of effect: temporary harm - fluids were not being infused as ordered. It is unknown if the PICC line was replaced. The sample is not available for return.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned by the customer for evaluation. Additionally, the photographic evidence provided by the customer appeared to support the reported allegation. However, without access to the device affected, we are unable to complete a thorough investigation. As a result, we cannot determine a definitive root cause or establish an appropriate corrective action at this time. Additional information provided in h.6. And h.11.